Event description:
It was reported that a single tone alarm started the morning of this report. The alarm date was (B)(6) 2015 for low reservoir. The event occurred prior to pump refill; the refill date was missed due to the patient moving. The patient was unable to find a healthcare professional (hcp) to fill her pump and has not been filled to date. The patient initially had no symptoms but withdrawal was later reported starting (B)(6) 2015, which the reporter indicated was ¿being managed at home on their own.¿ the patient¿s daughter was ¿scared that her mom will not make it through this because she was not qualified to treat the patient¿s withdrawal system.¿ the patient later stated she thought she has ¿made it through the worst of it¿ and was ¿feeling better today.¿ a manufacturer¿s representative was working with the patient and the previous hcp to try to help the patient find an hcp to refill the pump but had been unsuccessful. The patient had been told to return to her previous home stated to get the pump refilled, and that the patient would not be treated if she went to the emergency room. The patient was ¿freaking out.¿ the patient¿s daughter stated that she ¿wished it would have been stated more clearly at implant how difficult it is to find a doctor that will treat you with a pump when the device was implanted, they may have thought differently about getting it then.¿ the patient reported dissatisfaction with their hcp service. The reporter stated that ¿even if they could find a surgeon just to remove it at this point it would be ok.¿ the patient later reported the pump was ¿critical alarming for the last month¿ as of (B)(6) 2015. The alarm was not confirmed by telemetry. The patient stated that she had not slept in five nights because of the pump alarm and she wanted it turned off permanently. The pump was used to infuse baclofen (compounded) and fentanyl. No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient wanted advice on how they could turn off her alarm since she no longer had a managing physician. The hcp later requested to contact a manufacturer's representative to have them shut the pump alarm off.

Manufacturer narrative:
Updated to reflect the information received on(B)(6) 2017. Updated to reflect the UDI of the main device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer. The patient reported again that they were not able to find an hcp that was able to fill their pump. As a result of their pump not getting filled, the patient reportedly went through withdrawals. The patient noted that the pump began to alarm in (B)(6) 2015 and alarmed for 6 months. The patient was reportedly not able to find anyone to turn off the alarm. The patient reported that in (B)(6) 2015 their pump was turned off.